Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty to chiller unit. The device was evaluated and the reported issue was confirmed as it was noted that the unit was not cooling due to a faulty chiller. The mixing pump and chiller pump worked normally. The chiller was replaced. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water did not cool down on the arctic sun device. Per additional information via email from ibc on 16oct2023, it was stated that they repaired the device on the customer site. The issue was cooling malfunction and they replaced a chiller assembly. The issue was resolved by replaced with a chiller assembly. There wasn¿t any other malfunction. After replacing a chiller assy, device was operated normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not cool down on the arctic sun device. Per additional information via email from ibc on 16oct2023, it was stated that they repaired the device on the customer site. The issue was cooling malfunction and they replaced a chiller assembly. The issue was resolved by replaced with a chiller assembly. There wasn¿t any other malfunction. After replacing a chiller assy, device was operated normally.